Manufacturer narrative:
Mfg site name - (B)(4). A visual examination of the returned resolution clip device noted that the device was fully deployed and the clip assembly was not returned. There was a kink in the control wire and the oversheath was not returned. This failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a roux-en-y gastric bypass procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician could not change the orientation of the clip and the clip took a lot of effort to release it from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of clip difficult to release from the catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a roux-en-y gastric bypass procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician could not change the orientation of the clip and the clip took a lot of effort to release it from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.